Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 500 mg/dl. Insulin flow blocked alarm was also reported on insulin pump. Troubleshooting for high blood glucose was declined by the caller. The insulin pump is not expected to be returned for analysis.